Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis of the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was deployed onto the bleed site; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient along with the delivery catheter. No additional damage was noted to the tissue. Injection and tamponade were also used without success. When the scope was reinserted, the bleeding had stopped. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient is over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.